Manufacturer narrative:
MFR received info a user was getting out of their vehicle when a motor allegedly seized. The user reportedly fell out of their chair, and was hospitalized. The chair has been in use for 3 yrs, and is no longer in warranty. The product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, user error, or lack of maintenance may have caused or contributed to this incident. MDR filed based on an alleged serious injury.

Event description:
The customer was getting out of his vehicle when the left motor allegedly seized. The consumer allegedly fell out of their chair, and was hospitalized due to an injury.